Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited screen delamination upon receipt from a distributor, and the device was exchanged for a replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on health. Investigation included a review of the reported condition and receipt and inspection of the returned device. Investigation of this case revealed a delaminated touch screen consistent with a cosmetic and functional display defect, with no alerts or alarms reported and no interaction with the mobile app. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the touch screen assembly.